Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using a pacific plus balloon catheter, a balloon twist was identified in the middle of the balloon. A rewrap tool was not used. The device was prepped according to the instructions for use with no issues noted during preparation, removal from packaging, or advancement through the vessel. No resistance or excessive force was encountered, and embolic protection was not used. The event occurred in the superficial femoral artery, though the specific side and lesion details were not provided. The balloon was deflated and retrieved, and another balloon was used to complete the procedure. No patient symptoms, complications, adverse events, or injuries were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.